Event description:
The customer reported that the device was returned to the bench, where it was discovered during testing that the paddle shock button caused the device to reboot. It was also reported that the device. There was no patient involvement as this occurred in testing.

Manufacturer narrative:
(B)(4).